Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that an alert was triggered on the right ventricular (rv) lead due to occasional undersensing of arrhythmia after several shocks for episode in ventricular fibrillation (vf) zone. The lead remains in use. No patient complications have been reported as a result of this event.